Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and replaced the flash drive. The ventilator passed calibrations, extended self-test, short self-test and electrical safety test.

Event description:
It was reported that the ventilator had a blank screen while in use on a patient. The ventilation was not interrupted however, the patient was removed and placed on another ventilator. There was no report of serious injury or death associated with this event.